Event description:
It was reported that the patient underwent a pelvic floor repair procedure in 2005. Postoperatively, the patient presented with an erosion. The exposed part was removed in 2006. No further details have been provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.